Event description:
As reported to coloplast, the sling was damaged/ broken. The sling broke during tensioning of tot arms and was removed during implant surgery.

Manufacturer narrative:
According to the available information, this male sling was implanted and the sling broke during tensioning of tot arms. It was removed during implant surgery and another one was implanted. One virtue male sling was returned for evaluation. A sr. R & d engineer examined the returned device and concluded the device tore on the arm during tensioning. A tear was likely formed and the tensioning likely caused the tear to rip through the mesh.